Event description:
This patient underwent an assisted enterprise coil embolization procedure. The products (enterprise stent delivery system and select plus 150/15 cm 45 shape) were being used to treat of a wide necked (.4mm) intracranial ica paraopthalmic (6.6mm) aneurysm. The complaint from the physician was that during the delivery of the stent, the microcatheter would not allow him to advance the 22mm stent past the petrous segment. He indicated that much resistance was felt and in his opinion, the catheter had "ovalized", causing him to not be able to push the stent any further through the microcatheter. At which point, he had to pull the entire microcatheter and stent out as one unit from the patient. He then pushed his guide catheter further up the ica proximal segment and re-accessed with another prowler select plus catheter and a new 22mm enterprise stent and successfully placed the stent and coiled the aneurysm. There were no adverse events from a patient standpoint.

Manufacturer narrative:
Additional information indicated that the vessel was tortuous and difficult to access. The microcatheter was not re-shaped, and constant dedicated flush was maintained through the microcatheter. The microcatheter was not entrapped and manipulated, however, additional torque was utilized to position the microcatheter at the site. This is one of two products used during the same procedure on the same patient, which is associated with mfg report # 1058196-2009-00036. The product was received, but the analysis has not been completed.